Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected low out-of-range right ventricular (rv) lead impedance measurements. The lead was tested on the pacing system analyzer (psa) and measurements were not out-of-range. The physician inquired if the size of the device could contribute to this clinical observation. No adverse patient effects were reported. Remains in service.